Manufacturer narrative:
Investigation summary: two samples and two photos were provided by the customer for investigation. The two returned samples were visually examined using unaided vision and it was observed that both samples have black tape on the bottom web of the blister packs. One photo shows two packaged syringes side by side. The blister pack on the right has a black stripe on part of the bottom web. The second photo show the top printed side of the top web. This provides the material number, material description, and lot number for the two samples. Black tape is used to splice two pieces of either the top web or the bottom web together. A sensor on the packaging machine detects the black tape and kicks the affected blister packs off. The sensor failed to catch this taped splice and failed to kick the blister packs off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that before use of the syringe 20ml ll s/c 48 the two boxes that delivered to the orthopedic ward had a different or mixed packaging in boxes. Some of the packages have a black band coloring on packets. The following information was provided by the initial reporter: customer quotes " 2 boxes delivered to the orthopedic ward have turned up with one layer of the black tipped packets in amongst all other layers that have the usual packaging. They all appear to be in tact but different packaging."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe 20ml ll s/c 48 the two boxes that delivered to the orthopedic ward had a different or mixed packaging in boxes. Some of the packages have a black band coloring on packets. The following information was provided by the initial reporter: customer quotes " 2 boxes delivered to the orthopedic ward have turned up with one layer of the black tipped packets in amongst all other layers that have the usual packaging. They all appear to be in tact but different packaging."